Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that act button was not responding on insulin pump and did not deliver insulin. Customer¿s blood glucose was 198 mg/dl at time of incident and current blood glucose was 143 mg/dl. Customer stated that time advances during the keypad issues. Customer declined troubleshoot for high and low blood glucose. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify possible under delivery anomaly due to buttons not responding.